Manufacturer narrative:
Report source: (B)(4).

Event description:
Information was received indicating that smiths medical cadd ms3 pump wasn't alarming when the cartridge was missing a cap. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The pump was inspected and it was found that the device had no power, no sound, and was missing the cartridge cap. The investigation determined that a defective microprocessor board was the cause of the reported issue. The microprocessor board was replaced and the battery cap was added. Based on evidence and investigation, the complaint allegation was confirmed.